Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited oversensing and high impedance. All other measurements were noted to be normal. The device was reprogrammed. There were no adverse consequences to the patient. The patient will continue to be monitored.